Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that during an eviva breast biopsy on (B)(6) 2026, the "introducer broke apart, part of it was stuck on the needle when the technologist removed it for marker placement. Radiologist was able to put the pieces back into the introducer and proceed with placing the marker." No patient harm was reported, the procedure was completed with the same device, and no further information is currently available.